Manufacturer narrative:
Manufacturing site: asahi (B)(4), registration number: (B)(4). The returned prowater guide wire had its tip missing. Coil elongation was originated at the mid solder (which holds the coil onto the core) originally located at 25mm from the tip. The coil was elongated for approximately 20mm and then fractured. At the same location, the curved core was found fractured. Microscopic observation on the fracture ends revealed that the core fracture end was twisted. The coil was twisted proximal to the fracture end that was necked by ductile fracture. These findings indicated that torsion generated as the coil was being straightened had contributed the coil to become deformed and tensile stress had caused the separation of the coil. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with wire manipulation made in attempts to cross had most likely contributed to the observed fracture of the core of the returned prowater guide wire. The applied stress would localize and therefore exceed the product design limit likely when the tip was deformed and trapped in the lesion. Further applied tensile stress generated with removal had most likely contributed to the observed fracture of the coil. It was concluded that this event was not attributed to product quality. Because the returned guide wire was missing its tip, it was unable to completely rule out potentiality that some fragment might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the core of an asahi prowater guide wire had fractured during a percutaneous coronary intervention (pci) to treat a 75-90% stenosis in segment #13 of the left circumflex artery (lcx). The guide wire was used to cross the lesion when it became trapped in the lesion. Attempts were made to remove the guide wire when the core was noted fractured and the elongated coil reached to the aorta. A snare was used to successfully retrieved the guide wire. The pci was successfully completed with reestablished blood flow. There were no adverse patient effects associated with this event and the patient was doing fine after the procedure.

Manufacturer narrative:
The affected prowater guide wire was returned on (B)(6) with its tip missing. The investigation result of the returned prowater was included in the initial report. As the separated tip segment of the prowater guide wire was returned for evaluation on (B)(6), d9. Date returned to manufacturer and b2. Outcomes attributed to adverse event were updated. The returned wire tip segment was found separated into two pieces (hereinafter referred to as fragment 1 and fragment 2). The fragment 1 was found to be a piece of coil wire which was elongated for approximately 70mm and fractured. The coil wire was twisted near the fracture ends that were necked by ductile fracture. These findings indicated that torsion generated as the coil wire was being straightened had contributed to deformation of the coil wire and tensile stress had caused separation of the coil wire. On the fragment 2, the ball tip was found attached. The core wire was twisted and fractured at approximately 5mm from the tip. The coil wire was elongated for approximately 120mm from the tip solder and then fractured. Just as seen on the fragment 1, the fracture end of the coil was twisted and necked. Based on the obtained information and investigation outcome, it was presumed that torsion generated with wire manipulation during attempts to cross the lesion had most likely contributed to the observed fracture of the core at approximately 5mm from the wire tip. The applied stress would localize and therefore exceed the product design limit likely when the tip was deformed and trapped in the lesion. Further applied tensile stress generated with removal had most likely contributed to the observed fracture of the coil. It was concluded that this event was not attributed to product quality. Although the affected guide wire and its separated tip were returned, it was unable to completely rule out potentiality that part of the fractured coil wire might be left in the patient.